Manufacturer narrative:
Evaluation findings: conmed linvatec received one package containing 10k100 tubing set for evaluation. Visual examination of the returned package/pouch by the packaging engineer confirmed there was no evidence of adhesive present, or that the package had been placed in the sealer at all. The open package was very obvious to the customer, which prompted the complaint notification and return of the item and its packaging for evaluation. (B)(4). An inventory review of this lot was performed, and there are no remaining units with this lot number in stock. (B)(4). This made the failure rate for this device family is (B)(4). Risk evaluation shows this failure continues to be at an acceptable risk level. To date, no patient injuries have been reported for this device that was related to the reported problem. An investigation was generated to address this reported problem and a follow-up will be filed once the investigation has been completed. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The customer reported that while restocking of the 10k100 arthroscopy inflow tube sets, it was discovered that one of the packages was not sealed. Since the anomaly was noticed while restocking, the product was not used and thus there was no patient involvement. The other nine (9) packages in the same box were inspected with no abnormalities noted. These were placed in stock for use.

Manufacturer narrative:
The investigation of the unsealed pouch/package revealed that this particular package did not pass through the sealing process, as there was no evidence of the adhesive present. It was further determined that this nonconformance is due to an operator error for not following the work flow when a process deviation occurred during the manufacturing process for this lot of product. This package was inadvertently missed from being placed in the sealing station for processing and sealing, and was mistakenly packaged for production release. As a result of this finding, additional training was provided to all personnel involved in the (B)(4) manufacturing process applicable to the specified work instructions. In addition, this complaint was brought to their attention and potential consequences were discussed to further reinforce the gmp requirements and the importance of following the work instructions in order to prevent this nonconformance from recurring.